Event description:
It was reported that loop electrode broke inside patient. According to this information and a lack of information for the patient outcome the case is deemed reportable.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).